Manufacturer narrative:
Corrected data: patient code.

Event description:
It was reported that the contact noticed during training that the wake button is not functioning. The device turns on when plugged into a power source. The customer had not started using the pump for insulin therapy. There was no impact to customers blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.